Manufacturer narrative:
One sfx x20 cross connector driver product code: (B)(4) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fracture tip was not provided for evaluation. The fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the shaft¿s center. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the distal tip of the driver breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the shaft¿s center. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm: sfx shaft broke during a removal case. Complaint form sent per complaint form: during an sfx removal dr anderson broke the tip off of the driver shaft in the implant being removed. There was no harm to the patient. Sfx was still removed fairly quickly.